Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation it was found that the foreign material was due to insufficient cleaning. The following findings were observed during the device evaluation, however, are considered non-critical and therefore do not present a potential for harm: the angle wires were stretched, the bending section cover had a chip, the light guide lens had a crack, the light guide, the connecting tube, the objective lens and control unit all have discoloration, the plastic distal end cover, the connecting tube, lock engagement lever, up/down knob, right/left knob, scope connector cover unit, switch box, the scope connector cover, s-connector, universal cord, the grip, and the control unit all have a scratch, damage or deformation due to physical stress (caused by handling), and a stain adhered to the objective lens surface and the surface becomes scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. Based on the results of the investigation, could not identify the foreign material nor specify the cause of the foreign material remaining in the device from the obtained information. Therefore, a definitive root cause cannot be determined. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. "[Inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of water valve function 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image." Olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported on behalf of the customer that the gastrointestinal videoscope had reduced angulation. Inspection and evaluation during estimation of the device found foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.